Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type: screening device. Product ID 3057, product type: screening device. Fdccode no longer pertains to this event; updated (B)(4). Fdccodes: pertain to product ID: neu_ens_stimulator, product type: external electrical stimulator. (B)(4). Fdccodes: pertain to product ID 3057, product type: trial lead. (B)(4). Product ID 3057, product type: trial lead.

Event description:
Additional information was received from a consumer. It was reported that the patient experienced a loss or change of therapy. The patient was implanted on (B)(6) 2017 with the trial external neurostimulator (ens) for bladder. When they came home, they dropped their keys and bent over to pick them up, and when they stood back up, they felt like they pulled the leads out. The patient no longer felt stimulation in the bicycle seat area and felt it on the right hip instead. It was noted when they were implanted, they felt in like on the left side, right about the buttocks area. The patient now felt it vibrating in their back on the right hip. The patient had two leads and they were on the left lead. The patient increased stimulation to 6.3v and tried to go higher but it did not let them go past 7.1v and says ¿cannot provide your desired settings.¿ the patient turned stimulation down to zero and back up and still did not feel stimulation in the bicycle seat area. It was noted this was a sudden change in therapy/symptoms. Additional information was received on (B)(6) 2017. It was reported that it came disconnected. The patient was on 7.2 on the left lead and felt stimulation in the lead placement area and spine. It was noted the right lead fully came out of their back. The patient was having the leads removed tomorrow with their doctor. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4).

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient had diarrhea/constipation and usually took miralax. The patient did not have regular bowel movements. Additional information was received one day later. The patient had irritable bowel syndrome (ibs) episodes of diarrhea with some cramping/stomach pain. Additional information was received on 2017-may-13. The patient was doing well with bowels, but had an ibs attack the day after they got home from the procedure and started getting sick. The patient had severe cramps and noted it had nothing to do with the evaluation. The patient thought they pulled a lead out of place and after speaking with a sales rep, it was confirmed that the right lead was disconnected. The patient was assisted with switching to the left lead and was instructed to stay on this side. No further complications were reported/anticipated.